Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No battery out limit alarms noted. The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners, battery tube threads and end cap. The insulin pump was received with broken belt clip slot. The insulin pump was received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a battery out limit alarm after a battery change. The customer's blood glucose was unknown. Customer stated the alarm occurred during normal use. Customer also reported a crack present on the bumper of the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.